Event description:
A report was received that the patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision due to inadequate stimulation. X-rays confirmed that the leads had migrated. The physician elected to explant the percutaneous leads and implant a paddle lead. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient will undergo a revision.

Manufacturer narrative:
Additional information was received that product analysis for the leads indicated that lead migration was confirmed by x-ray. However, both leads passed mechanical, photographic, and visual inspection performed. The devices exhibit normal device characteristics.

Event description:
A report was received that the patient will undergo a revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
.

Event description:
A report was received that the patient will undergo a revision.